Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited p-wave amplitude variation and a high atrial threshold, which resulted in intermittent capture. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of intermittent capture and p-wave amp variation were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal, with no anomalies found, except for damages consistent with procedural damage.